Manufacturer narrative:
The field service engineer (fse) performed sample and reagent probe alignments. The service actions resolved the issue. The investigation determined the event was due to maintenance issues.

Event description:
The initial reporter questioned results for "over 100" patient samples tested for multiple assays on a cobas 8000 c 702 module. The customer provided examples of discrepant results for 2 patient samples tested for either ca2 calcium gen.2 (ca2) or phos2 phosphate (inorganic) ver.2 (phos2). Patient 1 initial ca2 result was 1.15 mmol/l. The repeat result was 2.21 mmol/l. Patient 2 initial phos2 result was 0.61 mmol/l. The repeat result was 0.8 mmol/l. No questionable results were reported outside of the laboratory. The ca2 reagent lot number was 654872. The expiration date was not provided. The phos2 reagent lot number was 671715. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) 2022 and found a rinse nozzle was not properly attached and the gear pump pressure required adjusting. The investigation is ongoing.